Event description:
It was reported that during recovery of the account, resistance was felt close to the filter. The recovery catheter was blocked and the guide wire was pulled; however, the guide wire broke at about 4-5 cm from the filter. Another company's catheter was used to recover the filter and broken guide wire. It was found that after recovering the filter, the acculink had been caught by the other company's filter and the stent moved into the femoral vessel. No pt effects were reported.